Event description:
The following was reported: it was reported via the stryker facebook page; I had stryker put in my left knee and was to follow up with my right knee, biggest mistake in my life. I had a revision and things got even worse.